Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since implanted the pts ins never worked. Pt was looking for contact information for a rep since pt had to go to a hospital to get an MRI but no hospital in the world would work to get the MRI. The patient was redirected to their healthcare provider to further address the issue. On 2023-apr-11 additional information was received from the patient (pt). Pt reported the MRI was needed for their brain. Pt reported they had their ins replaced with their current one in 2019 and the right lead never worked after the new battery was implanted. The pt had x-rays performed to confirm the leads were in the proper position. No actions were taken, and the issue has not be resolved. Pt has an appointment in april with a rep. Weight was received. On 2023-apr-25 additional information was received from the patient (pt). Pt reported conflicting information that there was no MRI. Pt repeated the right lead never worked. The contributing factors were the new battery was implanted. The pt had an appointment with a rep after implant, but was unable to help the pt. No steps were taken, but pt reported they will have their hcp replace the leads and battery.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) ubd: 13-nov-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4) ubd: 18-apr-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.